Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that alaris pump modules had pressure sensor issues. There was no patient involvement.

Event description:
It was reported that alaris pump modules had pressure sensor issues. There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Manufacturer narrative:
Investigation summary: the reported complaint of pressure sensor issues could not be confirmed through a review of the provided photos. There was no device or logs returned to be examined and tested. Inspection and testing could not be performed as no device or product was returned for investigation. The customer asked, ¿why do the new pressure sensors go bad a lot sooner than the older black ones¿ and mentioned the new sensors have a wear mark on them. The customer provided a total of two photos of the pressure sensors: the first photo showed the reported older black pressure sensor. The second photo showed a reported new pressure sensor. The reported wear mark was not observed. To avoid damage to the pressure sensor, the 8100 pump module tip sheet recommends not applying pressure to the center of the pressure sensor. There was no patient involvement. Root cause: the root cause of the reported pressure sensor issues cannot be determined through a review of the provided photos alone. There was no device or logs returned to be examined and tested.

Event description:
It was reported feedback from the facility¿s biomed, ¿why do the newer lvp pressure sensors do not last as long as the black ones". There was no patient involvement.